Event description:
The user received discrepant tsh results for three pt samples. All results are in miu per l. Sample 1 on (B) (6) 2009, had an initial result of 0.053, repeat result on the primary tube was 1.35. On (B) (6) 2009, sample 2 was an aliquot tube with an initial result of 0.055 and a repeat result from the primary tube of 4.44. On (B) (6) 2009, sample 3 initial result was 0.045, repeat result from the primary tube was 1.31. None of the erroneous results were reported. No treatment was done as a result of the erroneous results. The field service representative determined there was a problem with the measuring cell, and replaced both of the measuring cells. To verify the analyzer performance, he ran performance tests and the user ran calibration and qc.